Event description:
It was reported that this right ventricular (rv) lead was noted to be fractured during a routine device changeout. As a result, a new rv lead was successfully placed, and the fractured rv lead was discarded at the facility. No additional adverse patient effects were reported.